Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. At mini laparotomy, for the first firing for the colectomy resection, the surgeon clamped the tissue and tried to squeeze the handle. However, could not squeeze it and could not fire the device at all. Replaced by a new reload and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.